Event description:
The rf (radio frequency) head was returned to the manufacturer for calibration, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts are compressed. Analysis also found the battery drawer and battery release are contaminated. Upper case is broken/contaminated. Lower case and two side bails are broken. Encoder flex is damaged. (B)(4).